Event description:
Rxl chemistry instrument error. Physician called for results of ch7 and magnesium. Pt results were 115 sodium (critical), 4.4 potassium, 83 chloride and 20 carbon dioxide. Forty-five minutes later, the lab tech called the pt floor to correct the initial results given to 139 sodium, 5.5 potassium, 103 chloride and 22 carbon dioxide. The instrument gave no flags. The ordering physician changed IV fluids, urine sodium, osmolality and zofran. The changes in IV fluids were not given, reportedly. There was no injury to the pt.